Manufacturer narrative:
It is indicated that the product is not returning for evaluation. Therefore, a review of the entire in-house testing history of the lot was performed. In-house strip testing on the reported strip lot meets release criteria. The product performed as expected. A review of the manufacturing batch records for the reported strip lot did not uncover any non-conformances. The lot meets release specifications. Improper techniques were identified in the complaint. Root cause could not be determined from the information provided by the customer. Based on the information available, there is no indication of a product deficiency. No corrective action is required at this time.

Manufacturer narrative:
Investigation pending.

Event description:
The patient self tester's wife (B)(6) reported a variance between the inratio inr result and the lab inr result. The results were as follows: (B)(6) lab inr=4.8; inratio=2.4 (2hrs apart). Patient self tester's therapeutic range is: 2.5-3.5. Multiple drops of blood were being added when sample was applied to the strip.